Event description:
Subsequent to the initially filed report, additional information was received stating the patient passed away a few days after the procedure due to severe right side heart failure. The physician stated the mitraclip devices did not cause or contribute to the patient death as the patient was in very poor health prior to the procedure due to severe right side heart failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation (periprocedure) associated with the slda could not be determined. The reported unrelated death was associated with the patient passing away from unrelated heart failure. The reported patient effects of mitral regurgitation and death, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported image resolution poor was associated with difficult visualization due to patient anatomy. The reported mitral valve insufficiency/ regurgitation (recurrent mr) was due to the single leaflet device attachment (slda). The cause of the reported incomplete coaptation associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device is being filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted a rotated heart made imaging difficult. One clip implanted, reducing mr to a grade of 1-2. After removal of the steerable guide catheter (sgc), a left to right shunt was observed. Therefore, an atrial septal defect (asd) closure device was implanted. The following day, echocardiography was performed and it was observed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing mr to increase to a grade of 4. No additional information was provided.